Manufacturer narrative:
Evaluation codes: uveitis, inflammation, pain, irritation, red eye(s), discomfort, blurred vision, contact lens, adverse event without identified device or use problem, device not returned, no findings available, no problem detected. (B)(6).

Event description:
On (B)(6) 2020 a patient (pt) in (B)(6) sent an email reporting a red eye while wearing the acuvue® oasys® for astigmatism brand contact lenses and had to go to an ophthalmologist. The pt reported the lenses tear and don't last. On (B)(6) 2020 a call was placed to the pt and additional information was provided. The pt reported os discomfort, redness and pain after 15 days of wearing the suspect lenses. The date of event is reported as (B)(6) 2020. The pt purchased maxidex over the counter and has not yet been to an eye care provider (ecp). The call disconnected and no further information was provided. On (B)(6) 2020 a call was placed to the pt who reported a visit to the ecp earlier today. The ecp diagnosed the pt with uveitis and prescribed vigadexa eye drops, prednisona oral and advised the pt to avoid wearing contact lenses. The pt has a follow-up appointment on (B)(6) 2020. On (B)(6) 2020 a call was placed to the pt and additional information was provided. The pt went to the ecp on (B)(6) 2020 and diagnosed with os ¿potential uveitis.¿ the ecp advised the pt that it may just potentially be superficial inflammation, but the ecp was unable to perform a thorough exam due to the inflammation. The pt was prescribed vigadexa q6h for 7 days, prednisolone bid for 5 days, then qd for 5 days and midriacil to dilate the pupil q8h until the return visit on monday. The pt reported a ¿retinal exam¿ with normal results. The ecp ordered contact lens rest until the os is no longer irritated. The pupil is currently dilated, and the pain has resolved. On (B)(6) 2020 a copy of the prescription dated (B)(6) 2020 was received for predosona 20mg, 15 tabs, take 2 tabs in the morning for 5 days, then 1 tab in the am for 5 days; vigadexa eye drops, 1 drop q6h for 7 days and mydracil eye drops, 1 drop q8h. On (B)(6) 2020 additional information was provided by the pt: the pt reported the diagnosis is uveitis. The pts vision is still foggy due to the high degree of inflammation. The pt is using pred forte every 2 hours. The ecp is doing additional testing to investigate the cause. On (B)(6) 2020 a call was placed to the pts treating ecp to verify the pts diagnosis and treatment. A representative was not able to verify the pts diagnosis or treatment and is unable to provide what additional testing was ordered by the ecp. The ecp will be in the office on (B)(6) 2020. On (B)(6) 2020 additional information was provided by the pt. The pt reported on the (B)(6) 2020 visit, the ecp ordered bloodwork in attempt to see if an underlying health issue may have caused the os diagnosis. The pt is using midriacil daily, predfort q2h until the follow-up visit on (B)(6) 2020. The pt advised the vigadexa was discontinued. On (B)(6) 2020 a call was placed to the pts treating ecp who confirmed the diagnosis of uveitis os. The ecp reported all serology exams were negative. The underlying cause for the diagnosis is unknown. The pt¿s vision and eye condition has improved significantly, but the ecp was not able to perform a precise visual acuity exam due to the use of midriacil. The ecp instructed the pt to continue predfort q4h then taper down the dose. The pt will have a retinal exam next week. On (B)(6) 2020 a call was placed to the pts treating ecp who advised the pt had not returned to the office. The ecp instructed the pt to only return for routine eye exam in the future, as the os was much better at the last appointment. No additional medical information has been received. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot b00t0tm was produced under normal conditions. The os suspect contact lens was discarded. No analysis could be conducted. If any further relevant information is received, a supplemental report will be filed.